Event description:
In 2002, the pt experienced a transfusion reaction after receiving 12 units of packed red blood cells, one of which was positive for the kell antigen. Pre-transfusion testing for unexpected antibodies did not detect anti-k in the pt's sample. The pt was discharged 3 days later.